Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient intubated for stage 2 implant. After removing the staples on the incision site in the head from the stage 1, the resident noted that the wound ¿looked bad." He clarified that the wound was not closed at all and that he could see the lead end caps. There was dehiscence wound/extrusion. The surgeon said to increase the amount of antibiotics and continue with the stage 2 surgery. There were no noted signs of infection. Stage 2 was completed without incident. Wound was closed with stitches. Surgeon will inform manufacturer's representative if any infection occurs. No contributing factors were noted. No troubleshooting was preformed. Actions and interventions include extra antibiotics being administered. The issue was resolved. Refer to manufacturer report 2649622-2022-02552 for related device.